Event description:
A caller reported that a malfunction occurred on a pump, specifically displaying malfunction code 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller with the process, and ensured that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.